Event description:
The dentist reported that the driver tip did not hold the implant and when he tried to force a little bit to hold to the implant it get stuck. Another driver tips were used to finish the procedure.

Manufacturer narrative:
Certain driver tip impdts was returned. Upon visual inspection, the product identified general signs of usage around the hexes and the o-rings. There was noticeable wear around the shaft and the isolatch but no evidence of any damage or malfunction. It engaged and disengaged from a compatible test implant as intended during functional testing. Complaint history review of etq for lot number 1193313 concluded that there are no other complaints reported against the subject lots to date. The complaint was unconfirmed. The device history record review found no non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).